Manufacturer narrative:
(B)(6). Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to the neoplastin cacl laboratory method. The result at 10:00 a.m. From the meter was 4.6 inr. The result from a draw for the laboratory at the same time was 3.3 inr. No medication adjustments were made based on either result. No medical treatment was necessary. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is not taking any new medications. The customer has a minor cold but is feeling ok. The customer has had intermittent nose bleeds for the past year. The customer stated the nose bleeds were not related to the device. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr , qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.